Event description:
Ventilator failed to cycle during pressure support mode. Alarms did not indicate a breath was not given. Respiratory care tech present at the time switched unit into manual mode. No injury to pt noted. This info was submitted as follow-up 6/23/94: ventilator failed to cycle during pressure control mode. Apnea and minute volume alarms did activate.